Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, scratches were identified after implanting the lens. The lens was removed during initial procedure. Additional information was requested. There are two medical device reports associated with this report. This is 1 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).